Event description:
It was reported that the patient underwent a femoro-popliteal bypass of the left leg because of a superficial occlusion. It was reported a bleeding on the whole graft length after clamps removal. The bleeding was resolved by usage of protamin and medical wadding. The graft remained implanted and there was no reported patient injury.

Manufacturer narrative:
A remaining fragment of the complaint device was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of two products coated on the same day as the complaint device indicates values well within product specifications. One retention sample coated on the same period and with the same collagen dispersion as the complaint device underwent water permeability testing at 120mmhg as per (B)(4). The test results indicated a value well within product specifications. The investigation is still on going. A follow-up report will be submitted after completion of the investigation.